Event description:
On april 14, 2010, baxter product surveillance received notification from the customer that the colleague volumentric infusion pump in which the customer had infusion issue. The patient was being hydrated when infusion stopped with a message failure. The customer mentioned that the event happened during infusion on a patient. It is unknown if there was an adverse event, patient injury or medical intervention associated with this report.

Event description:
A report was received that alleges that the tracheostomy tube was deflating at the cuff after an unk amount of time in situ. Replacement was required. No incident related medical sequelae was reported.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported condition was confirmed and reproduced. The assignable cause was a defective pumphead module keypad for channels a and b. Channels a and b pumphead module keypads were replaced. The user interface module master software version is 6.13.92, categorized as remediated.

Manufacturer narrative:
(B)(4). The initial medwatch report was submitted on 28 april 2010. This medwatch will be submitted again due to failure of the third acknowledgement. The device has been received and will be evaluated by baxter. A follow-up medwatch report will be submitted when additional information or evaluation results become available.

Manufacturer narrative:
(B)(4).there is a CAPA (corrective and preventative action) associated with this report, (B)(4).

Manufacturer narrative:
(B)(4). Further information regarding the evaluation results were inadvertently omitted in the follow-up medwatch report, 6000001-2010-00488 001. (B)(4) technicians found two channels (a and b) that were underinfusing on the flow accuracy tests. This would not account for the interruption of therapy that was reported by the customer. Referencing the pump's event history, a low battery alarm on the reported occurrence date of (B)(6) 2010 at 09:09:13 stopped infusion on all three channels. This was followed by failure codes 570:320:658:0000 and 814:01 in the event history. The battery condition was determined to be caused by depleted main batteries.

Event description:
It was reported by service report that the foot board cable was damaged. No adverse consequences have been reported.